Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No moisture damage was noted to the display board, mother board, interface circuit board, radio frequency board, motor, vibrator or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error after being submerged in pool water. The blood glucose reading was 226 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.